Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause for the failure was isolated to an open orange (+5v) wire in the ECG c and d cable. The root cause for the open wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.